Event description:
It was reported that during a bilateral sacroiliac joint fusion (si fusion) procedure at the user facility, the user tapped the pedicle feeler with a mallet in order to place a k-wire, and the tip of the pedicle feeler broke off in the right sacrum of the patient, when the user was trying to remove it from the patient. It was reported that the break was clean and smooth and flush to the bone without any edces protruding, and the user decided to leave it in the patient. It was reported that the surgical procedure was completed successfully, without a delay and without medical intervention.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Event description:
It was reported that during a bilateral sacroiliac joint fusion (si fusion) procedure at the user facility, the user tapped the pedicle feeler with a mallet in order to place a k-wire, and the tip of the pedicle feeler broke off in the right sacrum of the patient, when the user was trying to remove it from the patient. It was reported that the break was clean and smooth and flush to the bone without any edges protruding, and the user decided to leave it in the patient. It was reported that the surgical procedure was completed successfully, without a delay and without medical intervention.

Manufacturer narrative:
During failure analysis, the reported event that the tip was broken off was confirmed through the visual inspection. During the visual inspection, it was also observed that there were some marks and indentations indicating that the device may have been struck with a mallet as reported in the event description. Striking the device with a mallet is contrary to the instructions for use. Per the instructions for use: do not apply any physical impact to the navigated instrument, such as with a mallet or a similar tool. Any impact can cause product damage or operational failure due to battery movement. The device was discarded by the manufacturer following evaluation.